Manufacturer narrative:
B2. Other - withdrawal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown morphine via an implantable pump for spinal pain indications. It was reported that the hcp asked to have someone visit their facility to check a pain pump that they felt was malfunctioning as the patient had been withdrawing. The hcp noted that the patient knew the pump was not working as this "has happened before" where they felt itchy, had a rash and fever, and were not able to sleep. The hcp stated that there were no recent changes to the pump, it was not alarming, and the patient had not experienced any falls or trauma. The patient was given oral medications to get through the weekend. The issue was not resolved through troubleshooting and the hcp was redirected to the national answering service (nas).